Manufacturer narrative:
The investigation found that the physician was using the product in a manner not intended in the original design. The philips medical systems brilliance big bore CT scanner can acquire respiratory gated CT images in a variety of patient orientations and display modes. The data can then be processed in a software application called tumor localization that can create a respiratory gated CT image data set called maximum intensity projections (mip). It is now known that under certain limited and little used orientation and display mode combinations, the left and right labels can be reversed on the mip images of the patient in the quick review software applications. No injuries have been reported.

Event description:
The patient was in the prone position, and the mip image was labeled wrong the l-r side in relation to the phased images.